Manufacturer narrative:
The subject device was returned to the olympus repair center. The service evaluation confirmed the customer¿s reported no image defect, image disappears/darkens and the visual field is suddenly lost. The cause image problem is due to a defective/deformed cable unit. The cause of the cable unit is unknown. Additionally, the evaluation the coupler unit is broken (adapter is knocked out) and the pins are loose attributing to the scope to detach from the coupler. The buttons do not respond. Additional information has been requested and is pending from the customer. The investigation is ongoing, however, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oekg) was informed via service request that the customer high-definition camera head has an image defect, ¿no image transmission¿. The defect was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations, that could have caused or contributed to the damaged cable and coupler. The DHR confirmed, that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred, because the cable unit was defective. There was a crack in the cable that likely resulted from the mishandling of the device. It was also thought, the damaged coupler contributed to the image failure. Components of the couple were thought to have broken/fallen off, due to wear. The occurrence of the reported problem can be prevented, by adhering to the instructions for use (IFU), which state the following: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. Doing so could damage the cable¿. Olympus will continue to monitor field performance for this device.